Event description:
It was reported that a lead safety switch (lss) was activated in this pacemaker, switching from bipolar to unipolar mode due to a high out-of-range right ventricular (rv) lead pacing impedance measurement, exceeding 3000 ohms. Technical services (ts) reviewed the event and recommended further evaluation. No adverse patient effects were reported. This rv lead remains in service.